Event description:
Patient with complex medical history including recent tetralogy of fallot repair a few months ago. During the evening on the day of the event, the patient was noted to have thick secretions and required multiple suctioning from his trach. It was also noted that there was a kink in the expiratory limb of the circuit. Patient manually ventilated when circuit changed out. No further intervention was required, and vent continued to function appropriately.